Manufacturer narrative:
Field service engineer evaluated the injector and verified adv operation and found no problems. Fse verified that air caution warnings are operational.

Event description:
Approx (B)(6) female pt had an air injection. The CT injector was loaded and the CT tech waited to load the injector until the pt was in the room (department protocol). The tubing was open, with contrast dripping into the waste can. The first tech left the study to a second tech. Before injection, the line was re-bled two times by another tech. One hour later, the study was read by the radiologist and an unk amount of air was observed on the scan. The pt did not have any problems as a result of the air injection. Customer was using "y" tubing even though they were not using the optistat in conjunction with the adv. Customer believes air was introduced via the tubing or injector.